Manufacturer narrative:
(B)(4). This report is for one of two product issues with the same patient. The other event has been reported under MDR# 1036844-2016-00096.

Event description:
It was reported that the color-coded luer hub cracked during use.

Manufacturer narrative:
(B)(4). This report is for one of two product issues with the same patient. The other event has been reported under MDR# 1036844-2016-00096. Device evaluation: the report of a crack in a luer connector was confirmed. Returned was one cannon ii plus connector assembly. Visual examination showed he catheter connector assembly exhibited significant signs of use and has a cracked red luer hub. Microscopic examination revealed two cracks in the red luer hub. Both cracks were through the top edge of the luer and were filled with dried blood and biological material. The IFU for this product, q-15232-104a, warns that repeated over tightening of bloodlines, syringes, and caps will reduce connector life and could lead to potential connector failure. It also states to avoid excessive or prolonged use of alcohol based solutions and ointments to clean the catheter and that solution should be completely dry before applying an occlusive dressing. A device history record review did not reveal any manufacturing related issues. Based on the significant signs of use observed on the returned sample and the reported information that the crack occurred during use, operational context caused or contributed to this complaint. No further actions will be taken.